Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) longevity dropped from one year to less than three months in a span of four months. Engineering analysis determined that the device did not declare low voltage fault, however, the device was depleting in a manner consistent with the low voltage capacitors advisory. Further, the device was not detecting the loss of battery energy and the battery status indicators are not reflecting the depletion condition and are inaccurate. Hence, should no longer be relied upon to determine the depletion status of the device. The device was malfunction and should be replaced. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) longevity dropped from one year to less than three months in a span of four months. Engineering analysis determined that the device did not declare low voltage fault, however, the device was depleting in a manner consistent with the low voltage capacitors advisory. Further, the device was not detecting the loss of battery energy and the battery status indicators are not reflecting the depletion condition and are inaccurate. Hence, should no longer be relied upon to determine the depletion status of the device. The device was malfunction and should be replaced. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The degradation and resultant product performance issue with this low-voltage capacitor component is caused by the presence of excess hydrogen gas within the pulse generator case. Investigation determined that the hydrogen was generated by a different component (the high-voltage capacitors). In 2014, a new high-voltage capacitor design was implemented in the cognis, teligen, incepta, energen, punctua, and subsequent product families. This new design eliminated the galvanic effect that can generate excess hydrogen in the same manner. This device was manufactured prior to implementation of this new high-voltage capacitor design.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) longevity dropped from one year to less than three months in a span of four months. Engineering analysis determined that the device did not declare low voltage fault, however, the device was depleting in a manner consistent with the low voltage capacitors advisory. Further, the device was not detecting the loss of battery energy and the battery status indicators are not reflecting the depletion condition and are inaccurate. Hence, should no longer be relied upon to determine the depletion status of the device. The device was malfunction and should be replaced. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.